Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. Access was obtained through the right femoral artery. The 90% stenosed, 2.5mmx16mm target lesion was located in the severely tortuous and non-calcified proximal diagonal artery. After predilating the lesion with a 2x8mm apex otw balloon to 8atms for 15seconds, the taxus liberte 8x2.50mm stent delivery system (sds) was advanced but would not cross the lesion. The sds was removed and it was noted that the distal edge of the stent was damaged and the struts were flared. A 2.5x8mm apex balloon was advanced to the lesion and inflated to 8atms for 15sec. Next, a new 2.5x8mm taxus liberte sds was advanced and was deployed in the diagonal artery. To complete the procedure a 2.25x8 taxus liberte sds was advanced and deployed overlapping the 2.5x8mm stent. There were no patient complications. The patient's current condition is listed as fine.

Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, at 5:36, 246 at 5:37, and 265 mg/dl at 5:37. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.